Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the insertion of an intraocular lens (iol) into a patient's eye, the leading haptic caused a posterior capsular tear with vitreous loss. Surgical time was prolonged due to the event. The lens was removed and replaced. The haptic was noted to be shorter. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Non-qualified associated products were indicated. The viscoelastic indicated is not qualified for any of the qualified product combinations. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. The manufacturer internal reference number is: (B)(4).